Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a spike in pacing impedance on the non-boston scientific right ventricular (rv) lead that was out-of-range at 2864 ohms. Prior to the spike the impedances had been stable around 500 ohms. Boston scientific technical services (ts) discussed the spike was likely due to a spring contact issue on the ring electrode in the device header. This ICD remains in service. No adverse patient effects were reported.